Event description:
It was reported that approximately 4 weeks after device implant the patient developed an infection in the pump pocket site. The pump was explanted approximately 3 weeks prior to the report. The patient was to have another pump implanted in approximately 2 months. The device system delivered baclofen. It was later reported that patient required antibiotic treatment for the infection. The patient was not able to fight the infection and the pump had to be explanted. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was later reported that the date of onset of the infection was (B)(6) 2013. It was noted that perioperative antibiotics had been administered. The patient showed symptoms of fever, redness, drainage, pain and incisional wound opening. The infection was of the device pocket. A culture was taken from the device pocket and was determined to be pseudomonas aeruginosa. The patient was treated with intravenous (IV) and oral antibiotics and the device system was explanted on (B)(6) 2013. The infection resolved and the patient did not experience any drug withdrawal. It was noted that the patient had a medical history of urinary tract infection (uti) and post-operative wound or skin contamination (incontinence, etc.) Prior to the device implant. It was also noted that the patient was a smoker, was thin, and was short waisted.